Event description:
The subject was enrolled in the champion atrial fibrillation post market clinical study on (B)(6) 2022 with patient identifier (B)(6). Procedure summary: the subject underwent successful placement of watchman flx device with complete seal and deployed device diameter of 20.9 mm. The next day the subject was discharged home on apixaban (10 mg). Post procedure event summary: five (5) days later the subject presented to emergency department with speech changes and reported of having difficulty with word findings over the past two days, however denied focal weakness or numbness, changes in vision or difficulty ambulating. At the time of the event, the subject was on apixaban (10 mg). On the same day, brain magnetic resonance imaging (MRI) was performed which revealed new ischemic stroke. In response to the event no action was taken at this point of time however outpatient management was planned, and subject was discharged from the emergency department.

Event description:
The subject was enrolled in the champion atrial fibrillation post market clinical study on (B)(6) 2022 with patient identifier (B)(6). Procedure summary: the subject underwent successful placement of watchman flx device with complete seal and deployed device diameter of 20.9 mm. The next day the subject was discharged home on apixaban (10 mg). Post procedure event summary: five (5) days later the subject presented to emergency department with speech changes and reported of having difficulty with word findings over the past two days, however denied focal weakness or numbness, changes in vision or difficulty ambulating. At the time of the event, the subject was on apixaban (10 mg). On the same day, brain magnetic resonance imaging (MRI) was performed which revealed new ischemic stroke. In response to the event no action was taken at this point of time however outpatient management was planned, and subject was discharged from the emergency department. It was further reported that a computed tomography was performed the same day which revealed no acute intracranial findings and stable appearance of post infarct encephalomalacia of the left frontal lobe. CT could not exclude acute infarct.

Manufacturer narrative:
H6: patient code updated from transient ischemic attack to stroke/cva.

Event description:
The subject was enrolled in the champion atrial fibrillation post market clinical study on (B)(6)2022 with patient identifier (B)(6). Procedure summary: the subject underwent successful placement of watchman flx device with complete seal and deployed device diameter of 20.9 mm. The next day the subject was discharged home on apixaban (10 mg). Post procedure event summary: five (5) days later the subject presented to emergency department with speech changes and reported of having difficulty with word findings over the past two days, however denied focal weakness or numbness, changes in vision or difficulty ambulating. At the time of the event, the subject was on apixaban (10 mg). On the same day, brain magnetic resonance imaging (MRI) was performed which revealed new ischemic stroke. In response to the event no action was taken at this point of time however outpatient management was planned, and subject was discharged from the emergency department. It was further reported that a computed tomography was performed the same day which revealed no acute intracranial findings and stable appearance of post infarct encephalomalacia of the left frontal lobe. CT couldn't exclude acute infarct. It was further reported that on (B)(6) 2022, the modified rankin score (mrs) was 1, which is considered not significant.